Event description:
It was reported that patient experienced issues with his inflatable penile prosthesis (ipp). Device was not inflating. Ipp has been implanted for 10 years. Device was explanted and replaced. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available. Should additional information be received, a supplemental report will be submitted.